Manufacturer narrative:
The investigation findings do not lead to a clear conclusion about the cause with no association to an adverse event. Results: the pet lock was broken on the proximal end of the pusher assembly and retracted approximately 0.3 cm. The embolization coil was intact with its pusher assembly and the distal detachment tip (ddt) had coagulated blood inside. Conclusions: evaluation of the returned ruby coil revealed that the pet lock was broken but only slightly separated. The embolization coil remained intact with its pusher assembly. If the pull wire is not completely retracted from the ddt during an attempt to detach the coil, the embolization coil will remain intact with its pusher assembly. During the functional test, a handle was actuated on the returned ruby coil and the pull wire was fully retracted from the ddt, but the embolization coil remained intact with the pusher assembly. Coagulated blood present inside the ddt likely prevented the coil from detaching from its pusher assembly during the functional test. The coagulated blood may have also contributed to difficulty retracting the pull wire from the ddt during the procedure, however, the root cause of the embolization coil not detaching during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-02333.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-02333.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully placed the initial ruby coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new ruby coil in the target vessel and used the handle to detach the ruby coil. It was reported that the black alignment zone was separated and the physician thought that the ruby coil was detached. However, upon removal of the ruby coil pusher assembly, the entire coil was pulled out the microcatheter and onto the back table. The procedure was completed using another ruby coil, the same handle and the same microcatheter. There was no report of an adverse effect to the patient.